Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated replacement procedure due to inoperable ipg (manufacturer report number: 3006705815-2020-01763), the physician accidentally cut the lead. As a result, the lead was explanted and replaced during the procedure.